Manufacturer narrative:
The customer reported to have received low glucose alerts on the mobile device. Since, the system functioned as intended, there was no malfunction with the device. No investigation was found necessary for this complaint. The user was prescribed with glucagon injection and is doing fine.

Event description:
On august 24th 2021, senseonics was made aware of an adverse event where user had to have insulin bolus (3 extra units of novolog) because of sensor giving readings over 200 mg/dl, however user fell into unconsciousness a couple of hours later due hypoglycemic event.